Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence on and unknown date and mesh was used. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation on (B)(6) 2006 in order to treat post hysterectomy, vaginal vault prolapse, rectocele, and enterocele.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Resubmission with the correct file number it was reported that on (B)(6) 2013 the patient died.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.